Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) on august 15, 2016, it was reported that the unit produced an incomplete mesh. On august 24, 2016, the complaint follow up action item noted the date of occurrence is (B)(6) 2016; the facility reporting this information is a cadaver tissue bank and did not indicate additional complaint follow up information. The customer returned a skin graft mesher device, serial (B)(4), a 1.5:1 ratio cutter, serial (B)(4), and a 2:1 ratio cutter, serial (B)(4), for evaluation. Also, the customer returned a ratchet. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh and the gear was replaced. On (B)(6) 2016, initial qa inspection of the skin graft mesher, serial (B)(4), revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. The comb did not appear to be damaged. The roller gear showed minor wear. The roller shaft extension and the roller shaft extension end corners appeared to be in good condition. The customer ratchet fit on the roller shaft extension and operated as intended. The 1.5:1 ratio cutter, serial (B)(4), gear showed minor wear. The 2:1 ratio cutter, serial (B)(4), gear showed minor wear. On (B)(6) 2016, the mesh test was performed using the customer¿s mesher, serial (B)(4), customer ratchet, and 1.5:1 ratio cutter, serial (B)(4), which resulted in an unacceptable mesh as the only acceptable meshed area was to the right and left sides which was approximately a 60% area and the center area, 40%, either had perforations that could not be easily pulled apart or there were no perforations. The 2:1 ratio cutter, serial (B)(4), was tested with the customer¿s mesher, serial (B)(4), and customer ratchet, which resulted in an acceptable mesh as the entire meshed area did have fully formed perforations. On (B)(6) 2016, the cutters were tested using the qa mesher, serial (B)(4), to determine if the mesh issue is connected to the customer mesher or customer cutters. The mesh test was performed using the qa mesher, serial (B)(4), customer ratchet, and customer 1.5:1 ratio cutter, serial (B)(4), which resulted in an unacceptable mesh as the only acceptable meshed area was to the right and left sides which was approximately a 60% area and the center area, 40%, either had perforations that could not be easily pulled apart or there were no perforations. The customer 2:1 ratio cutter, serial (B)(4), was tested with the qa mesher, serial (B)(4), and customer ratchet, which resulted in an acceptable mesh across the entire mesh area. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the right hinge, sideplates and bolts. The service technician noted that the calibration was slightly out of specifications on the left hand side. The right hinge top was damaged and rough and the right sideplate was gouged. The left sideplate ear was dented and both the shoulder bolts were worn. The 1.5:1 ratio cutter, serial (B)(4), produced an incomplete cut after the collars, bushings, gear and pin were replaced and was subsequently deemed non-repairable. The 2:1 ratio cutter, serial (B)(4), produced a passing cut after the collars, gear and bushings were replaced. Skin graft mesher, serial (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as it is unknown which cutter the customer was using during the reported event. However, during the initial inspection it was noted that when the test mesh was performed with the 1.5:1 ratio cutter it produced an unacceptable test mesh. It is unknown which cutter the customer was using during the reported event. However, during the initial inspection it was noted that when the test mesh was performed with the 1.5:1 ratio cutter it produced an unacceptable test mesh. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit produced incomplete mesh. No adverse events were reported as a result of this malfunction.